Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported force sensor bridge test error/alarm was evidenced in the event history log (ehl). The reading of the force sensor was checked. The reading was found to be within the required specification. The reported problem was not reproduced during functional testing. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The force sensor was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced the following system failure: force sensor bridge test error/alarm. No patient injury or complications were reported in relation to this event.